Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor broken. Remaining broken part on adhesive tape. Unable to confirm customer received sensor damage due to customer returned an opened/used product.

Event description:
The customer reported via phone call that they experienced inaccurate readings from the sensor. The customer reported that they found that the sensor cannula was detached and was on the skin. The customer's blood glucose was 183 mg/dl and sensor glucose was 75 mg/dl at the time of incident. The sensor was returned for analysis.